Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: a review of the black box revealed evidence of a power on reset event on (B)(6) 2016. The battery compartment was observed to be cracked at the threads on the side. Moisture and corrosion was observed in the battery compartment. A leak test revealed a battery compartment leak. There was no damage found to the returned battery cap and the battery cap secured tightly to the pump. During testing, the battery cap was fastened and then unscrewed ½ turn leading to a pump reboot. The reported ¿power¿ complaint was duplicated due to moisture corrosion. The ¿ez-prime¿ steps were performed and the pump was exercised correctly with no further power interruptions. The pump¿s cover was removed; there was no moisture ingress or any intermittent conditions found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. There was reportedly an intermittent power issue with the pump. It was noted that the battery compartment was cracked and the pump reportedly emitted a low battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.